Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) helium tank was draining in less than 8 hours. There was no patient involvement and no harm was reported. The site contact informed that a new helium tank was installed and was empty within hours again. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that no errors were found in the device logs. Manual leak detection was performed, but all checks were within specification. The high pressure helium regulator was replaced, and the unit was tested again and left overnight to ensure no helium loss. The unit passed all functional and safety tests to manufacturer specifications. The unit was cleared for use.